Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the device was not ratcheting. It has been used more so like a wrench as it would not perform the up and down motion. No additional graft taken. A delay of 30 minutes occurred with additional general anesthetic time was increase as a result. No harm to patient. No adverse events were reported as a result of this malfunction.